Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the submitted log files revealed what appeared to be something small passing through the pump or coming in contact with the rotor. This event resolved quickly and pump parameters appeared to return to baseline. The report of low flow hazard alarms was confirmed through evaluation of the submitted log files. The cause of the reported alarms could not be conclusively determined during this investigation. Additionally, a direct correlation between the device and the report of elevated lactate dehydrogenase and d-dimer levels could not conclusively be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted system controller log file contained data from (B)(6) 2020. A brief period of transient low flow alarms was captured on (B)(6) 2020. Of note, power also appeared elevated at that time. Pump parameters quickly returned to baseline, and the pump appeared to be function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(4). No further related events have been reported at this time. The heartmate 3 lvas instructions for use lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis (not associated with suspected device thrombosis). It also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. Information regarding recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to covid-19. The patient had increased d-dimer and ldh. Technical services reviewed the log file, which captured low flow events on (B)(6) 2020. The low flow events appeared to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.